Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site confirmed that an untrained technician was incorrectly entering the manifest refraction as the target refraction on three different light treatment visits. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, (B)(4), 18.5d) was explanted due to incorrect refraction entry into the light delivery device (ldd). Rxsight's first awareness of this event was on (B)(6) 2022.